Manufacturer narrative:
The reported event of "stylet stuck within the lead and was not coming out" was not confirmed. A complete lead was returned in one piece. The test stylet was able to be fully inserted and removed without restriction. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the stylet became stuck in the low voltage lead and could not be removed after several attempts. The lead was not used and replaced. The patient was discharged following the procedure.